Event description:
The patient contacted animas on (B)(6) 2012, stating that the down arrow keypad button was unresponsive for the past two days. The patient reported that the up arrow keypad button, ok keypad button and contrast button were intermittently unresponsive. The patient noted that the up arrow, down arrow and ok keypad button symbols were wearing off. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a dry rag. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad cover was noted to be torn from the up arrow button extending down to the ok button and across the contrast button with the button contacts exposed. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the up arrow, down arrow and contrast buttons did not respond. The ok button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.